Event description:
Event description boston scientific received information that this implantable defibrillation lead exhibited loss of pacing and sensing. The lead was found to be dislodged. An attempt to reposition the lead was made, however the physician elected to implant a different guidant lead. There were no adverse patient effects reported. The lead was returned for anlaysis.